Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 22-oct-2015, an fse performed repairs consisting of replacing the main incubator motor and pmd1 board which had been damaged during troubleshooting. All alignments were verified. All analytes had to be recalibrated and quality control verified. The most probable cause of the reported event was due to damage during shipment and troubleshooting .

Event description:
On (B)(6) 2015 a field service engineer (fse) was dispatched to assist in moving an analyzer from one location to another. On (B)(6) 2015 a field service engineer (fse) prepared an aia-2000 for moving from one location to another. The instrument was damaged in the move which delayed reporting of bhcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.